Event description:
The suspect device did not read the test strip code key correctly. The correct code is 215. The device displayed the code as 015. The device was replaced and requested to be returned for evaluation.